Manufacturer narrative:
(B)(4), product registration- corrected information. B5: describe event/problem- corrected information. D4: catalog no-corrected information. D4: serial no- corrected information. D4: lot no- corrected information. D4: expiration date- corrected information. H2: type of follow up- corrected information. H4: device mfg date- corrected information.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported transmitter failed error occurred on 08-29-2024 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.